Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, wear abrasion, and brown particles. Leak test was performed and identified an opening on anterior and posterior side. A microscopic analysis was performed which identified a sharp crease opening on anterior, and a striated edge opening consistent with use of a surgical tool. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp crease opening on anterior due to a fold flaw opening, and a striated edge opening on posterior side due to surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.